Event description:
It was reported that the patient's ipg pocket site is eroding. It was also reported that the patient had a pressure sore that was not healing. The patient has been diagnosed with diabetes; therefore, the physician removed the entire scs system on (B)(6) 2011 to prevent an infection from developing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.